Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted internal mammary artery mobilization/harvest surgical procedure, the surgeon used 2 hem-o-lok clips to harvest the left mammary artery. During the 2nd application of the clip, the surgeon was not able to apply it, neither open nor close. The staff tried removing and reinstalling the large hem-o-lok clip applier instrument; unhooking the cassette from the arm drape, reinstalling and reinserting the instrument back in, but the issue persisted. The staff were not even able to detach the instrument from the cassette without pulling very hard. The procedure was completed as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The large hem-o-lok clip applier instrument has been returned and evaluated by the failure analysis team. The instrument was found to have multiple input disks broken. Input disk #6 was found broken into pieces inside of the housing. Hairline cracks were found on input disk #7. As a result, the grips would not open or close. Other backend components adjacent to the broken inputs do not show damage.